Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a pocket infection. This pacemaker remains in service at this time. No additional adverse patient effects were reported.